Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces. Final analysis found a full breach outer insulation degradation at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis